Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The helix was bent and would not retract to the sleevehead.

Event description:
It was reported the implant procedure the helix of the lead was observed to be deformed. The lead was not implanted. And another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.